Event description:
It was reported that on (B)(6) 2012 patient got an error message on his ptm (personal therapy manager), "error 8474: pump rest occurred." The patient could not recall any circumstance with a high emi (electromagnetic interference) that could have caused this; "there was no known cause for the alarm." The patient was transported to his refilling healthcare provider (hcp) where the pump was reprogrammed to the original settings and then refilled. The patient had been able to use the ptm since the reprogramming. However a week later patient noticed that the refill date showing on the ptm was his "old" refill date of (B)(6) 2012. His pump printout from last week, dated (B)(4), was showing an updated refill date of (B)(6). The patient confirmed that the printout is a "session report" and not a "print report" that indicated that the pump had been updated. Drug delivered via the device was morphine. Patient had experienced increased pain. It was added that reprogramming the pump corrected the 8474 message relating to the pump reset and decoupling/recoupling the pump addressed the ptm not uploading information correctly post re-programming. As of (B)(6) 2012 patient was noted to be doing fine and receiving effective therapy and boluses on request. It was later reported that on (B)(6) 2012 the pump was alarming with code 8474 again and also had the alarm code 8478 on ptm. It was stated that the patient had oral medications to get through next five days while he made arrangements to see the hcp and decide on a plan of action. A follow-up report will be provided if additional information becomes available.

Event description:
Additional information: the patient reported that the pump had stopped working to local gp (who acts a re-filler). The pump was reprogrammed by the gp. The patient attended pain clinic on (B)(6) 2012 and pump was investigated. The pump was found to have entered safe mode and was reprogrammed by staff that afternoon. The following day on, (B)(6) 2012, the same fault had reoccurred. The patient went back to the clinic for another reprogramming session which was done but the same fault occurred within one hour of pump being reprogrammed. The pump was replaced (B)(6) 2012. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found a motor feedthru anomaly.